Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 387445, lot# v970533, implanted: (B)(6) 2012, product type: screening device. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal cord stimulation via a manufacturer representative. It was reported that impedance measurements were taken and all contacts on lead 0-7 were high impedance. The manufacturer representative was able to get good stimulation with just using contacts 8-15. This started about a month prior to the report, around (B)(6) of 2016. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.